Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The laboratory results came back positive for staphylococcus aureus. Upon opening the pocket, a bloody fluid was oozing from the pocket with no frank pus. Furthermore, the field representative indicated that the operative notes stated that the patient was in septic shock. There were no additional adverse patient effects reported. The rv lead was explanted.